Event description:
Complainant alleged that during biomed testing and routine preventative maintenance of the device a "pacer fault 117" message was observed once on the device screen during the defib output test at 120 joules. The complainant indicated that the fault message was unable to be reproduced during the attempt to duplicate the problem. The complainant indicated that there was no patient involvement in the reported malfunction.